Manufacturer narrative:
Philips service performed a full software reload and completed system verification. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system repeatedly shut down and failed to reboot on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.